Manufacturer narrative:
Related manufacturer reference 3005188751-2014-00142. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk of this device.

Event description:
During atrial fibrillation ablation procedure using a tacticath quartz ablation catheter with an agilis nxt introducer, a pericardial effusion occurred. Repeated applications of rf energy were performed in one of the left pulmonary veins. The physician noted the contraction of the posterior left ventricle was slightly diminished on fluoroscopy. Following the procedure, a decrease in blood pressure was noted. An echocardiogram confirmed a pericardial effusion and a chest x-ray revealed a slightly raised left diaphragm. No intervention was required and the patient was monitored in the hospital for 4-5 days and then discharged. There were no performance issues with any sjm device during the procedure.